Event description:
It was reported that the patient was unhappy with the therapy. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 . Model: sc-8336-70. Serial: (B)(6). Batch: 7074327.